Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery replacement error. There was patient involvement reported but not patient harm.

Manufacturer narrative:
.